Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition and low out-of-range pace impedance measurements. The noise oversensing could only be reproduced during threshold tests. Boston scientific technical services (ts) was contacted for assistance and discussed that the observations could be indicative of an insulation breach. A revision procedure was scheduled, at which the rv lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information received indicates that during the revision procedure, the right ventricular (rv) lead reproduced the out-of-range pace impedance measurements when connected to the pacing system analyzer (psa). The device was explanted. No additional adverse patient effects were reported.